Event description:
A follow up call was made and the customer stated that he has in the past delivered a bolus while sleeping, and he was wondering if there is a way to lock the keypad. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.